Event description:
On 11/07/2025, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy fluid management device outflow did not work. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as improper seating or engagement of the tubing or kinks and restrictions in the fluid pathway.